Event description:
The facility representative reported a colleague infusion pump with the reported condition of multiple error codes upon power up. Baxter's review of the device event history determined that the reported condition was failure code 808:02, which interrupted delivery. The facility representative stated that there were no reports of patient injury or medical intervention. The user interface module master software version is 5.09.90, which is classified as remediated. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A service history review revealed that this device was not previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of mulitple error codes. The root cause of the reported condition was determined to be a defective pump head module. The baxter repair technician replaced the pump head module to repair this issue. A follow up report will be submitted if additional information becomes available.